Event description:
It was reported that intermittent audio output occurred. The patient stated they experienced a hypoglycemic event in which the device did not alert. The patient stated they felt "so bad" that they almost lost consciousness. The paramedics were called and when they arrived, they checked the patient's blood glucose and it was 25 mg/dl. The patient was provided glucose tablets. At the time of the report, the patient was doing fine and resting. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.